Event description:
The device displays a loudspeaker error and no longer sounds a sound, alarms are visually displayed but do not sound acoustically on the monitor. The device was reported to be in use on a patient. No adverse event to the patient or user was reported.

Manufacturer narrative:
(B)(6) a philips field specialist (fs) went to the customer's site and replaced the speaker. The fs tested the device after replacement of the speaker and confirmed it was working properly. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
A philips technical consultant (tc) went to the customer's site and confirmed that the loudspeaker was defective. The tc replaced the speaker and tested the device to confirm it was working properly. The device was operational after repairs were completed and the device was returned to the customer.